Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use the pump showed "system error 1". No patient involvement.

Event description:
It was reported that prior to use the pump showed "system error 1". No patient involvement.

Manufacturer narrative:
(B)(4) returned for investigation was a pcs assembly. Visual inspection of the pcs assembly was performed and no abnormality was noted. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump started up and immediately issued a system error 1 alarm. It was noted that the balloon pressure waveform (bpw) read 250mmhg, significantly above the standard value of 0mmhg. This is consistent with a faulty balloon pressure waveform transducer. The bp offset voltage was measured to be 329 mv, which is outside of the specification 0 +- 250mv. Pumping was attempted to be initiated; however , the pump alarmed purge failure. The pcs assembly was removed from the pump. Each valve was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valves. A device history record (DHR) review was conducted for the lot numbers with 1 relevant finding. A non-conformance is relevant to the reported complaint; however, the affected pcs assembly was returned to the vendor. The reported complaint of system error 1 alarm is confirmed. The returned pcs assembly's balloon pressure transducer was faulty and out of specification. The DHR was reviewed with 1 relevant finding; however, the affected pcs assembly was returned to the vendor. The root cause of this complaint is undetermined. Corrections have been established for this issue as a result of non-conformance and this device was manufactured prior to the release of those corrections. Other remarks: n/a, corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use the pump showed "system error 1". No patient involvement.